Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue but was unable to duplicate it. The device electronic records were downloaded and reviewed. The likely cause of the reported issue was due to a loose or unlatched battery, however this could not be conclusively determined. After unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.